Manufacturer narrative:
An event of pericardial effusion requiring pericardiocentesis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2023 a 22mm amplatzer amulet left atrial appendage (laa) occluder was implanted utilizing an unknown delivery system. Post implantation there was a mild pericardial effusion. Pericardiocentesis was performed. Patient was then stable and effusion subsided. The device remains in place. Patient was reported to be stable and well.